Event description:
It was reported that during routine follow-up the patient experienced syncope and lost consciousness. Upon interrogation of the pacemaker, it was discovered to be in safety mode. It was thought that the safety mode settings had led to pacing inhibition and the observed patient symptoms. The pacemaker was replaced without complication and expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. Based on available evidence, it is likely that this device exhibited the behavior described in the high battery impedance field safety communication previously issued to physicians. However, root cause cannot be confirmed in this case because the returned battery has insufficient power remaining to maintain device diagnostic data, and the battery voltage is too low to provide evidence of high battery impedance through direct testing of the battery. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during routine follow-up the patient experienced syncope and lost consciousness. Upon interrogation of the pacemaker, it was discovered to be in safety mode. It was thought that the safety mode settings had led to pacing inhibition and the observed patient symptoms. The pacemaker was replaced without complication and received for analysis.